Event description:
Device malfunction: premature deployment. Type of malfunction: during procedure. Symptoms/ae: stent implanted in unintended site. Type of symptoms/ae: during procedure. It was reported that during a stenting procedure of the common iliac artery, the stent prematurely deployed in a 6f short sheath. When the sheath was pulled back to try to release the stent, the stent migrated and stretched within the sheath. The stent was released and implanted in an unintended location near the iliac bifurcation by twisting the sheath and using a dilatation balloon. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The device remains in the patient's anatomy. The lot number was not identified; therefore, a device history record review could not be performed.